Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to omsc for evaluation. As a result of the evaluation on (B)(6) 2017, omsc confirmed followings. The coating on the outer surface of the jaw was worn and partially came off. There were contact marks on the surface of the probe and the metal part of the jaw each other. Tissue pad was partially worn. When we closed the grasping section and activated seal mode, short circuit error did not occurred. The manufacturing record was reviewed with no irregularities. These types of coating damage and error are most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. Based on the past similar cases, it was known that the error occurred by following mechanism. The tissue pad was partially worn due to activating output in seal & cut mode ¿while the grasping section is closed without contacting tissue (including after the tissue already cut)¿ or ¿while the handle is twisted during grasping the tissue¿. Consequently the probe contacted with the metal part of the jaw. The error occurred and contact marks were made, due to activating output while the probe and the metal part of the jaw were contacting each other. Warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Warnings: during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, grasp it and activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.

Event description:
The subject device was used during an uncertain procedure. During procedure, an uncertain error occurred and the probe became defective. It was not reported that whether the procedure was completed and whether the device was replaced. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation on (B)(6) 2017, confirmed that the coating on the outer surface of the jaw was worn and partially came off.